Manufacturer narrative:
Please retract this report, 2017865-2025-1008324, this product did not contribute to the event. This was reported as 2017865-2025-1008325.

Event description:
It was reported that noise resulted in over-sensing was observed on the right ventricular (rv) lead and device. No intervention has been performed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.